Event description:
It was reported the system would intermittently display an 'ma on in error' and locked up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv monoblock assembly was evaluated and replaced, and a camera and collimator calibration were performed. The system was tested and found to be working as intended and returned to service.